Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve has no shift. Serial number listed on repair statement pulls up a bed package not a concentrator, invalid.